Manufacturer narrative:
H4: the lot was manufactured from december 20, 2022 to december 21, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. This issue was further described as, infuser under infused by approximately 50%. The device has been filled with flucloxacillin 8000 mg in 230ml sodium chloride 0.9%. The issue was observed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.